Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 77-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient had a large hematoma around the left femoral artery (lfa) access site. Patient began to decompensate requiring increased pressor support, while also having noticeable decrease in pulsatility on impella and arterial line. Hgb noted to have decreased from 13 to 10.5, and multiple units of blood were transfused. Patient ventricular fibrillation (vf) arrested multiple times, requiring shock. Unable to obtain return of spontaneous circulation (rosc), so decision made to stop resuscitation efforts. Patient was on impella support for 4.67 hours before expiring. Rep. Confirmed that there were no allegations made towards the impella for cause of death.

Manufacturer narrative:
The investigation for the access site bleed, limb ischemia, and ventricular fibrillation (vf) has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As all the necessary information was not provided, the root cause of the limb ischemia and ventricular fibrillation was not determined. As noted in the impella instructions for use: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.5 abiomed's medical safety officer review was added. H.6 code 1884 was added due to investigation results. H.10 additional instructions for use were added due to investigation results. B.2 revised selections due to medical safety review since initial manufacturer device report number 1220648-2023-03271 was submitted. B.7 information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2023-03271. D.4 revised serial number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2023-03271. D.6a and d.6b implant and explant dates were added since the initial manufacturer device report number 1220648-2023-03271 was submitted in accordance with updated procedures. E.1 fax number was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2023-03271. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2023-03271 was submitted in accordance with updated procedures. H.1 revised selection due to medical safety review since initial manufacturer device report number 1220648-2023-03271 was submitted. H.6 code 925 was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2023-03271. Code 1802 was added due to medical safety review since initial manufacturer device report number 1220648-2023-03271 was submitted.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.